Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was removed from a patients eye. Additional information received indicating the patient experienced a capsule tear during the procedure. The lens in the sulcus was not stable, so the surgeon removed the iol and implanted an anterior chamber lens into the patients eye. The sample is not available.